Manufacturer narrative:
Batch review performed on (B)(6) 2022, lot 189374: lot 189374: 20 items manufactured and released on 25-apr-2019. Expiration date: 2024-feb-19. No anomalies found related to the problem. To date, all items of the same lot have been sold with 1 similar reported event during the period of review. Additional implanted components: batch review performed on 11 july 2022 gmk-hinge 02.09.0220uch uc fixed tibial insert size 2/20mm (k172347) lot. 183630: lot 183630: 11 items manufactured and released on 21-aug-2018. Expiration date: 2023-jul.24. No anomalies found related to the problem. To date, 6 items of the same lot have been sold with 3 similar reported events during the period of review. Batch review performed on 11 july 2022 gmk-hinge 02.09.4002r fixed tibial tray size 2 r (k130299) lot. 189378: lot 189378: 24 items manufactured and released on 14-dec-2018. Expiration date: 2023-dec-04. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 3 years and 2 months after the primary surgery, the surgeon performed a washout, removed all components, and fused the patient's knee. The surgery was completed successfully.